Event description:
During a surgical procedure, while the pt was on table, a protective rubber cap fell off surgical light suspension. The cap glanced off the pt's head as it fell. No injuries were reported.